Event description:
A malfunction alarm, specifically malfunction code 199, was reported by the caller, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it was reported not to exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy and was informed how to put the pump into storage mode before sending it back. Technical support arranged for the pump's replacement.